Manufacturer narrative:
The six (6) samples were received for evaluation. Four (4) samples (samples 1-4) were opened with marking of the alleged particulate matter (pm) and two (2) samples were unopened (samples 5 and 6). Visual inspection was performed and revealed white loose pm inside the bottom of two (2) bags (samples 1 and 2) and no pm observed on the remaining four (4) samples (samples 3-6). Abrasions were observed on two (2) samples (samples 3 and 4). Further analysis was performed using fourier transform infrared spectroscopy (ft-ir). Particulate was identified in samples 1-3 consistent with ethylene vinyl acetate. The reported condition of pm was verified for samples 1-3. The cause of the pm and abrasions could not be determined. No issues were identified for samples 5 and 6, therefore the reported condition could not be verified on those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate material inside six (6) 3000 ml eva tpn bags. This was identified during preparation. There was no patient involvement. No additional information is available.